Manufacturer narrative:
Fields d9 and h3 updated. The investigation discovered the battery compartment was contaminated by a leaked battery and the circuit board was contaminated by penetrated liquid which affects the conductive contacts. The contamination leads to the issue the customer complained about. The investigation determined the cause of the issue was contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
Occupation is a lay user/patient. The meter was requested for investigation. No evaluation testing has been performed; awaiting meter arrival.

Event description:
There was a complaint of a coaguchek xs meter display not reading well and that "the screen looks dim and segments are missing." No misinterpretation of results occurred.